Manufacturer narrative:
The device was not returned. The reported event of instrument destruction could be confirmed by provided image. The thread of the strike plate had been broken by excessive load application due to incorrect engagement in the counterpart. Incoming inspection and the DHR of the reported strike plate revealed no manufacturing discrepancies. Investigation confirmed the product being within specifications. In this case the item was destructed due to excessive hammer impacts, as reported, during back slapping. The appearance on the image identified when backslapping the nail there was no tight fit between the instruments. The labelling requires careful treatment and attention to safe connections between the instruments. Above scenario was classified being user related. With available information the event was not linked to a deficiency of the device. In case further information should become available, the investigation will be updated accordingly.

Event description:
It was reported that the t2 alpha strike plate broke off at the threads when back slapping a tibial nail during a case. The procedure was completed successfully, and no surgical delay or adverse consequences were reported.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that the t2 alpha strike plate broke off at the threads when back slapping a tibial nail during a case. The procedure was completed successfully, and no surgical delay or adverse consequences were reported.